Manufacturer narrative:
H6: investigation summary: the customer reported that files are being read but are being put back into the reading folder. This was logged against synapsys material # 444150, serial # (B)(4). We dialed in and restarted cce service. Workflow resumed normally and the issue was fixed. This is an unconfirmed failure of a bd product. The root cause is unknown.

Event description:
It was reported that while using bd synapsys¿ application errors were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " 2. Issue description: synapsys. Files are being read but they are put back into the reading folder. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ application errors were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: issue description: synapsys. Files are being read but they're put back into the reading folder.